Manufacturer narrative:
(B)(4) clinical investigator contacted the customer site and confirmed us that patient received laser treatment from smartxide co2 with dot scanner on its upper arm region which developed into a scar. Since the patient did not follow post treatment care properly, the affected area became infected. Physician prescribed to patient ibuprofen and antibiotics for treatment. The laser treatment parameters used were not within clinical guidelines. The user of the device did not apply the treatment settings outlined by the clinical settings, they were instead too aggressive for this body area and treatment. Patient also was not compliant as it did not follow the post treatment correctly, resulting in the area infected, requiring antibiotics. Scarring and infections are also expected adverse effects from laser treatments to the anatomic district of the laser procedure. The investigation carried out did not conclude that a design deficiency or device malfunctioning was responsible for causing the event. Rather, it could be assumed that there was a human factors issue, where a failure to appropriately use the device, contributed to event. No failure detected on the actual device evaluated. Device working within specs. No remedial actions required. El.en. Electronic engineering (B)(4), manufacturer of the device, recorded only one similar adverse event before,compared with more than (B)(4). This initial report is to be considered as final report, unless FDA has further questions.

Event description:
Nord america distributor, (B)(4), noticed us about an adverse event recently they became aware. Involved device was smartxide model code m079ac1, sn (B)(4), manufactured by el.en. Electronic engineering (B)(4). This adverse event actually took place on (B)(6) 2015, but (B)(4) became aware of this incident on (B)(6) 2016. Patient (age (B)(6), male) received laser treatment from the smartxide co2 on its upper arm region which developed into a scar. Since the patient did not follow post treatment care properly, the affected area became infected. Patient's physician prescribed antibiotics for treatment. Event take place in (B)(6). We, the manufacturer of device, became aware of the event on jan 27th 2016 by email from (B)(4). And, according to 21 cfr part 803, el.en. Electronic engineering (B)(4) submitted to FDA an own initial 30days MDR report. This event is reportable to FDA, on the side of caution, because the injuries to patient (scars) have been considered as permanent damage.